Manufacturer narrative:
E1: initial reporter facility name: e1: initial reporter address: (B)(6). E1: initial reporter city: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed at the damaged luer connector of a prismaflex m150 set. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph and videos of the sample were provided for evaluation. The photograph and videos were reviewed and the cone of the return male luer lock was observed broken. Leak testing was performed and a leak was observed. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.